Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge.

Manufacturer narrative:
The pod was received with the adhesive pad attached to the bottom housing, the adhesive liners attached to the adhesive pad, and the needle cap attached to the bottom housing window. Additionally, the pod was received in the not deployed position due to the needle cap still being attached, however the needle mechanism was noted to have fired into the needle cap. Inspection of the needle mechanism components found them to be in their intended deployed positions after removal of the needle cap. Inspection of the download data found that the pod completed both priming sequences and was deactivated at the end of second prime. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not have dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Additionally, an adhesive failure could not have occurred as reported, as the pod had not been adhered to the user. Because the adhesive liners and needle cap were still attached to the returned device, it was determined that the adhesive pad was not used, and the device had not been applied. During the investigation, the formed needle was observed to be bent. It could not be conclusively determined if the needle deploying into the needle cap contributed to this damage. It could not be determined when or how this damage occurred.